Manufacturer narrative:
Additional information: a2, a3a, b2, b5, b6, b7, e3, d10 and g2. A2 age at time of event: it was reported that the patient age was "6 decades". B5: upon follow up, it was reported that the cause of the peritonitis was unknown. The type of peritonitis was bacterial. The patient was treated with rocephin (intraperitoneal, ongoing) for bacterial peritonitis. At the time of this report, the patient recovered from peritonitis. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized due to the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.